Manufacturer narrative:
H10: the device was received for evaluation with a mini cap attached to the female connector. A visual inspection with the naked eye was performed and a broken occluder foot beneath the twist clamp was observed. The reported condition was verified. The broken occluder foot is the cause of the leak, fluid flow through the set with the clamp in closed position.the cause of the damage/broken occluder could not be determined. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap extended life pd transfer set leaked with the twist clamp closed. The event was further described as ¿the tube was leaking effluent with the valve closed¿. This occurred during an unspecified process step of peritoneal dialysis therapy. A "post" (occluder foot) of the twist clamp was broken (the white twist sleeve separated from the light blue mainbody). The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.